Event description:
The customer reported that a healthcare worker (hcw) experienced a burn on the palm of the left hand. The area was discolored to pale white, lasting approximately one day. The hcw did not receive medical attention and has fully recovered. It is reported that the hcw was wearing gloves. The sterrad® 100s cycle was complete. Inspection of the vaporizer plate detected many white substances. The load included sud devices, and was dried using a dry mode of a washer machine for 30 minutes at 110c and a small dry machine at between 110c - 120c and air dry for 10 minutes. Additional information is pending and will be reported upon receipt.

Manufacturer narrative:
Per the sterrad 100s user guide: a vaporizer plate is installed in all sterrad® 100s sterilizers. This vaporizer plate minimizes the risk of liquid hydrogen peroxide coming into contact with the load in the chamber. It also helps keep the load and the chamber clean. Operation of the sterrad 100s sterilizer without the vaporizer plate in place may result in hydrogen peroxide remaining on the load after a successfully completed cycle. Residual hydrogen peroxide remaining on the load can result in operator contact and/or injury. Warning! You must wear eye protection and chemical resistant latex, pvc (vinyl) or nitrile gloves while performing this procedure

Manufacturer narrative:
Asp received additional information. A healthcare worker (hcw) who wore gloves sorted the loads into boxes for each section in the hospital; afterward, another health careworker touched the load, and experienced a burn. It is unknown if he/she was wearing gloves. Asp investigation results: service was performed on the sterrad 100s sterilizer; however, no problem was found. A shelf pack vaporizer plate was returned to asp and tested. The unit passed the test cycle. The reason for the return could not be confirmed. The reported white substance was not confirmed. It is unknown if the hcw touched the vaporizer plate after the incident or if the vaporizer plate was replaced due to the reported white substance build ups on the plate. The user's manual of the sterrad 100s states: a vaporizer plate is installed in all sterrad 100s sterilizers. This vaporizer plate minimizes the risk of liquid hydrogen peroxide coming into contact with the load in the chamber. It also helps keep the load and the chamber clean. Operation of the sterilizer without the vaporizer plate in place may result in hydrogen peroxide remaining on the load after a successfully completed cycle. Residual hydrogen peroxide remaining on the load can result in operator contact and/or injury. The user manual warns the customer on the same page on wearing gloves while replacing the vaporizer plate and requires the plate to be replaced every 30 days or 145 cycles: warning: you must wear eye protection and chemical resistant latex, pvc (vinyl) or nitrile gloves while performing this procedure: replace the vaporizer plate every 30 days or 145 cycles, whichever occurs first. The user manual also warns the customer: please make sure you follow the steps below and hold the vaporizer plate as shown in the picture. It is very important that the vaporizer plate be correctly installed so that it functions properly. The complaint trend for h2o2 contact issues on the sterrad 100s from (B)(4) 2009 through (B)(4) 2010 was reviewed. The overall trend has been below the upper control limit (ucl) and considered to be low risk. Based on the service and complaint history of this machine from the last six months there is no trend of the h2o2 skin contact issue. The health hazard evaluation (hhe) was reviewed for h2o2 skin contact. The index is a 3 or none/ negligible. The severity of the injury is considered limited (transient, self-limiting illness or minor injury). The system hazard and user misuse analysis (shuma) shows that the risk index associated with exposure to h2o2 residue on load surface is 3, which is category I or "broadly acceptable risk". A review of the device history record (DHR) for this sterrad 100s system ((B)(4)) released on 10/5/98 shows that the system met all specifications at the time of release for shipment, and there were no issues related to this failure mode. No further action is required at this time. Asp will continue to track and trend the issue.